Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery (pta). After a 0.018 x 135 cm rubicon guide catheter was placed, a 300 cm straight tip v-14¿ controlwire® guide wire was advanced to the calcaneal distal branch of the pta. However, the tip of the wire disconnected in the distal pta. The detached tip was not removed as the pta was too small to use re-capturing devices. The procedure was then completed with a different device. No patient complications were reported and the patient's status was normal and in good condition.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original box. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached, located at 298.4 cm from the distal tip (the other section of the device was not returned) and also has the body kinked. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). Od of middle and proximal of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery (pta). After a 0.018 x 135cm rubicon guide catheter was placed, a 300cm straight tip v-14 controlwire guide wire was advanced to the calcaneal distal branch of the pta. However, the tip of the wire disconnected in the distal pta. The detached tip was not removed as the pta was too small to use re-capturing devices. The procedure was then completed with a different device. No patient complications were reported and the patient's status was normal and in good condition.